Event description:
It was reported during use that cardiosave intra-aortic balloon pump(iabp) warm-up error. No harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, e1 (event site name, event site telephone), g1 (contact person ¿ mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: b5, h6 (medical device ¿ problem code). Due to character limitation in block e1: full event site name: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported "during use the device displayed an overheating message and turned off, replaced it and turned it back on after a while and did not give any message or malfunction signal". The problem was stopped via the device logs. Temperature sensor (0206-00-0734) replacement performed. Functional checks and diagnostic tests. Regular operation tests. Repair completed. The device passed all performance and safety tests according to manufacturer specifications. The device was returned to the customer and authorized for clinical use.

Event description:
It was reported that during use the cardiosave intra aortic balloon pump (iabp) had heating error and turned off. The device was replaced to continue the therapy. There was patient involvement however, no adverse event reported.